Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a collet stuck to the tip eject sleeve due to dried serum contamination in the problem area of the pipetter assembly. The fse cleaned tip eject sleeves and replaced collets. The instrument was inspected, tested without further problem, and returned to service.